Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had particulate matter inside the reservoir. The device was filled with an unspecified amount of bupivacaine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device was manufactured from september 12, 2014 to september 13, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter approximately 1.69 millimeters in length, floating in the fluid of the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.